Manufacturer narrative:
Reported event: an event regarding infection involving an anato stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient medical records were received for review with a clinical consultant -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to 'periprosthetic infection; acetabular components are noted to be competitor devices'. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Correction: b3. H11 - lot# jr5tj7.

Event description:
Periprosthetic infection; acetabular components are noted to be competitor devices.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name# ti sleeve for alumina head; cat# 17-0000e; lot# jjr5tj7. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
The following information was provided: periprosthetic infection.